Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the customer and replaced the failed display per service agreement. The customer locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Method - (replaced per service contract).

Event description:
The customer stated that a display of the acuity centralized monitoring system had problems. This resulted in a loss of centralized pt monitoring. There was no report of any pt harm as a result of the reported event. Note 1 for block a: the customer did not provide any pt info.